Event description:
A (B) (6) male returned to the operating room for replacement of a non-functioning artificial urinary sphincter. Original placement of the device occurred on (B) (6) 2009. A few months after original placement of the device, the patient started experiencing incontinence. Upon removal of the device, the physician notes that there was a leak in the inflation mechanism. The patient did well following replacement and was discharged home the same day. The manufacturer was contacted and arrangements were made for the device to be returned to them.